Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on in 2009. A couple days later, the patient went to emergency room with severe cramping. It is unknown if any medical or surgical intervention was performed.

Manufacturer narrative:
Cramping. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.